Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-00156, and #3005099803-2011-00157 for a description of the other devices. This report is for the third device. It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the gold probe device would not cauterize. They tried using two other gold probe devices, but also did not cauterize. The probes had been tested in saline prior to being placed into the patient. The generator was tested and was fine. The bleeding stopped on its own; therefore no other devices were needed to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.